Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that the patient was getting a message on her handset that said all internal device data lost. Patient started seeing this message about a week ago. The patient was redirected to their healthcare provider to further address the issue.